Manufacturer narrative:
Review of this MDR and the additional information received shows that there is information to reasonably suggest that the devices have been previously received and reported to the FDA. Therefore, MFR. Report # 3007566237-2016-04273 is considered a duplicate, and any new information received will be reported in the respective manufacturing report.

Event description:
Additional information received from the representative reported there were 8-10 pump patients of the hcp, and all the events had been reported. The cause of the motor stalls was determined via analysis.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding patients who were receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported there were multiple pumps with motor stalls. No symptoms were reported.